Event description:
The patient reported an infusion set detachment event and experienced hyperglycemia on (b)(6) 2026. Blood glucose remained elevated for three to four hours and was managed with an insulin pen.

Manufacturer narrative:
E1: Patient city: (b)(6)Patient Country: Spain.Name- (b)(6) Based on the available information, this event is deemed to be a Serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.